Manufacturer narrative:
(B)(4). This investigation will be updated should further information be provided.

Event description:
Additional information indicates that the lead was surgically abandoned and replaced without incident.

Event description:
Boston scientific received information that this right ventricular (rv) lead oversensed noise resulting in pacing inhibition for more than 2 seconds. Associated with this was a slight decrease in pacing and shocking impedance measurements. Insulation damage is suspected. The patient is pacemaker dependent. No adverse patient effects were reported. As of today no surgical intervention has been performed as the patient is hospitalized due to renal failure. Once the patient's medical condition improves, surgical intervention will be performed. As of today the device remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.